Event description:
It was reported that an ilet user experienced an unresponsive sleep/wake button on the pump, and the button remained nonfunctional even after placing the device on a charging pad until the user performed a pump restart, after which normal button function resumed. Symptoms included hyperglycemia. Outcomes included no injury, no medical intervention beyond user-led troubleshooting, and no interruption of therapy beyond the brief period before restart. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed that the device resumed expected performance after a restart, indicating a transient device interface or control issue that was resolved by power cycling. It was concluded that the event was attributable to a temporary device malfunction with recovery after restart and that no clinical sequelae occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.